Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a powerpicc was returned for evaluation. An initial visual observation of the video showed the device outside of the patient and a clear liquid leaking from the catheter tubing. No details of the split could be discerned from the video. The device was held over a PICC kit tray and no obvious use residue was observed on the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on (B)(6) 2025, the facility encountered leakage in a pre-filled catheter. Prioritizing patient safety, a new set was opened and used, successfully completing the puncture procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.